Manufacturer narrative:
The single-site endoscope port accessory involved in this complaint has been discarded by the customer. Therefore, an evaluation of the device cannot be performed by intuitive surgical, inc. (Isi). This complaint is being reported based on the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, silicone fragments broke off a single-site endoscope port when inserting a curved cannula. The fragments were immediately retrieved with laparoscopic instruments and the procedure was completed as planned with the da vinci surgical system. There was no report of patient harm, injury, or adverse outcome.